Manufacturer narrative:
Additional information : additional information/correction - replace lot # with asku, expiration date to ni, and UDI to ni. Impacted lots were not verified but suspect to be one or more of the following: r18f14131, r18f05113, r18d21024, r17k08036, and r18b12142. R18f14131: 06/15/2018; r18f05113: the lot was manufactured between 06/06/2018 and 06/07/2018; r18d21024: 04/21/2018; r17k08036: the lot was manufactured between 11/09/2017 and 11/10/2017; r18b12142: 02/13/2018. The actual devices were not available; however, a photograph of a sample was provided for evaluation. Photograph inspection revealed the product labeling and components, but could not verify the reported condition due to the nature of the photograph. No functional testing was performed due to the nature of the sample. A batch review was conducted for the reported lots and no deviations were found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system continu-flo solution set was found leaking at the connection to the cannula at the connection to the angiocath. The event occurred during patient infusion with an unspecified solution. There was no patient injury or medical intervention associated with this event. No additional information is available.